Manufacturer narrative:
The pt was asymptomatic at the 1 mo f/u. Aspirin and clopidogrel treatments were ongoing and never interrupted. No other events were reported at this time. A 6 mo f/u was made and the pt was asymptomatic. A staged procedure was performed where findings showed a moderate lesion at the posterolateral segment of the circumflex with 99% stenosis, timi flow 3 was present and there was no peri-stent restenosis., the relationship to the cordis sirolimus-eluting stent and the index procedure was highly probable. The appropriate stent to which the event was related was the cypher 13286006. Subsequently, a target lesion revascularization was performed using balloon dilatation only. There were no complications during the procedure and the event was resolved without sequel. The prod remains implanted in the pt and is not available for eval and testing. Add'l info will be sent within 30 days upon receipt.

Event description:
The report rec'd indicated that 188 days post cypher stent implant, there was occlusion of the target lesion (posterolateral segment of the circumflex) with 99% stenosis. In addition revascularization treatment with balloon angioplasty was performed. The pt was enrolled in the e-select trial. During the index procedure, the angiography revealed 3-vessels disease and treatment was made to 5 lesions with multiple cypher stents. The lesions treated were the distal right coronary artery (rca), mid and distal left anterior descending artery (lad), obtuse segment and posterolateral segment of the circumflex. Indication for the initial eval was stable angina pectoris. The posterolateral lesion measured (2 by 30) mm (reference diameter by length). The lesion was de novo with bifurcation requiring double guidewire, 99% stenosis, smooth, eccentric, little or no calcification, and readily accessible proximal segment. There was no thrombus and c type classification. Two stents with t stenting technique were electively implanted at 12 atmospheres (atm) with satisfactory results. Post dilation was not performed. The post diameter stenosis was 0%. The pt was discharged 3 days post procedure.